Event description:
The customer reported that the monitors alternatively turn on and off and that the touchscreen stopped working. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported touchscreen issue could not be duplicated. The ps3 and the surge suppressor board were replaced. The system was tested and found to be working as intended and put back into service.